Event description:
An operator was injured when they opened a box of innovin reagent and cut their thumb in two places on a broken glass vial within the kit. The operator was treated; two stitches were administered in each place. The operator was sent home for the day. No additional treatment or medications were administered.

Manufacturer narrative:
The cause of the injury is a broken glass vial within the reagent kit. The cause of the broken vial is unknown. No further evaluation of the device is required.